Event description:
Reporter called on behalf of her husband who uses the freestyle libre 3. She received a recall letter in the mail on tuesday (B)(6) 2025, she mentioned that they had three sensors with the same lot number. Reporter contacted the pharmacy and they will be working on getting the customer a replacement sensor. No adverse event reported. Pt code: 4582. Device code: 1420. Ref reports: mw5180364, mw5180365.